Event description:
The customer reported that the system locked up. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps1 and ps2 power supplies and the backplane were replaced during the service call. The system was tested and found to be working as intended and put back into service.